Event description:
It was reported by service report that the power cord plug had a broken ground prong. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: power cord plug with broken ground prong.